Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction clot observed in the return line. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot k311 was conducted. There were no non-conformances associate with this lot. This lot met all release requirements. A review of kit lot k311 shows no trends. Trends were reviewed for complaint categories, alarm #17: return pressure, clot observed and bags/lines swapped. No trends were detected for these complaint categories. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Section 3-17 of the cellex operators manual (1460415rev 5.0) on placement of saline and anticoagulant bags states "caution: the correct placement of the saline and anticoagulant bags is essential. Incorrect placement may lead to clotting in the procedural kit, patient blood loss, and a failed treatment." The customer reported the anticoagulant and saline bags were incorrectly placed while installing the kit. The cause of the alarm #17: return pressure alarm was most likely due to the clotting in the return line. The root cause of the clots observed was most likely due to the operator inadvertently swapping the anticoagulant and saline bags during kit installation. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced clots observed in the return line with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they received an alarm #17: return pressure alarm when approximately 1036 ml of whole blood had been processed. The customer noticed the anticoagulant and saline bags were incorrectly installed when the kit was loaded. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer did not return product for investigation.